Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the printer was replaced as a preventative measure. It was also noted that the system fan was noisy and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Concomitant products: product ID 2067l radiofrequency head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the printer only prints top half of printer strips. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.